Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use. An aortic hematoma occurred, and the procedure was cancelled/rescheduled. During a watchman procedure, the initial transseptal puncture did not provide the necessary trajectory for watchman (was) deployment, thus during a subsequent transseptal attempt, while running echo the cardiac anesthesiologist noted that there was a hematoma accumulating around the non-coronary cusp of the aortic valve. Further assessment through echo also identified a small jet coming from the aortic root/non-coronary cusp, into the left atrium. The physician then gave protamine to the patient and decided to abort the procedure. The jet coming from the aorta to the left atrium resolved within a few minutes of the protamine being given. The patient was kept under general anesthesia and the hematoma was observed, and within 45 minutes, the hematoma began getting smaller. The echo analysis showed that the ascending aorta, aortic arch, and the descending aorta did not have any hematoma present. It appeared to be localized to the sinus area around the non-coronary cusp. The patient remained stable during the entire case and was later sent to intensive care unit (ICU) for overnight observation, and is expected to fully recover. The product is not expected to return. Prior to procedure, no pe or peri-aortic hematoma were noted. No hemodynamic support or blood products were required. The patient was not under warfarin, but they were on 5mg of eliquis (anti-platelet drug) at the time of procedure. It has been confirmed the event occurred when the was sheath and versacross dilator were still connected, so it is unclear which device may have grazed the aortic valve during transseptal. Multiple attempts were required to track up/drop down into position on the septum. In the physician's opinion, there is no reason to believe that any of the versacross devices malfunctioned during the procedure, but the transseptal puncture required for the procedure may have caused/contributed to the hematoma (either sheath/dilator must have grazed the aortic valve while advancing it after the initial transseptal).